Manufacturer narrative:
This report is filed september 23, 2014.

Event description:
Per the clinic, the patient experienced poor performance with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). The device is currently unavailable.